Manufacturer narrative:
A ge representative evaluated the system and tightened the input transformer connectors and reseated circuit boards. System operates as intended.

Event description:
Customer reported the left monitor goes black. No patient injury was reported.